Event description:
The user facility reported the sound of the cuter changed from the normal loud tone to the more muffled tone during the procedure. The surgeon equated this to the change in tone with a reduction in the cutting action. The procedure was completed with no impact or injury to the pt.

Manufacturer narrative:
The sterilization and lot history records have been reviewed and found to be acceptable.